Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-08870 and 2134265-2016-08869. It was reported that automatic pullback failure had occurred. During a procedure, a motor drive unit was used in conjunction with an unknown catheter and sled. However, sometime during the procedure the pullback software was not working and the they had to use the manual pullback. No patient complications reported.